Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site irritation. On an unknown date, the patient was prescribed unknown antibiotics for stoma site irritation, and discharge of pus. It was reported that the patient's stoma site irritation has decreased starting antibiotic therapy. On an unknown date, it was reported that the patient's stoma site is without any pain and discharge following antibiotic treatment.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in device identification is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.